Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the customer experienced hyperglycemia with a recorded blood glucose value of 400 mg/dl. The patient experienced excessive urination and thirst. It is unknown whether customer was using auto mode feature or not. Troubleshooting was not performed, and the customer will continue to use the device.